Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, the patient removed his sensor in preparation for placement of a new one. The patient did not report any symptoms at the time of removal. Upon inspection, he observed that the sensor wire was missing, which prompted him to seek medical evaluation. The patient presented to the emergency department (ed) on (B)(6) 2026, at approximately 1:30 am. An incision was made, and the sensor wire was successfully removed. The incision was closed with sutures. The patient received injectable anesthesia during the procedure. No additional medications were administered. At the time of reporting, the patient¿s condition was reported as stable and he was doing fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).